Event description:
Reportedly, during use on a ventilator dependent pt, the ventilator's graphic monitor became white screen and the setting monitor was frozen with pre-set figures. The ICU nurse noticed the audible alarm along with led red lamp. The nurse also noticed that the pt no longer appeared to be breathing and that led her to think the ventilator had stopped ventilating. However, she did not check the ventilator to confirm if the ventilator truly had stopped ventilation. The pt was ambu bagged and then switched to another ventilator. There was no pt injury in this case. The ventilator was immediately taken to another room for a medical engineer to duplicate the problem. However, the phenomenon (the unit stopped ventilation) was unable to be duplicated. In the event history log, "no communication" was recorded and there was no "device alert" in the log.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned ventilator did not confirm that the ventilator stopped ventilation. During the testing, the ventilator showed white screen as reported; however, the frozen monitor with pre-set figures could not be duplicated. Also, the ventilator did not stop ventilating at any time; it continued to deliver breath to the pt circuit normally and accepted all new parameter settings on the membrane switches. The issue with white screen and "no communication" was caused by the faulty component on the single board computer.